Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the surgeon had visualization issues and was unable to complete the surgery.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure [no image was confirmed. According to henke: visual inspection: scope was evaluated by eye, with eye loupe and microscope to determine that there is very deep tip damage as well as some dents and scratches along the needle. Functional inspection: scope was evaluated by eye, with eye loupe and camera system to determine that the image is distorted due to the amount of tip damage. There is also internal moisture causing an overall hazy image. Probably root cause for this failure is: incorrectly assembled optical train damage to optical train. Debris in optical train. End of life wear-out. Shipping damage. Use error. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported the surgeon had visualization issues and was unable to complete the surgery.